Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when driving the imaging system outside of the or after releasing the handle button and removing hand from the handle, the imaging system moves abruptly on its own started bouncing/moving towards the wall with speed in more than one occasion. Later system handle was checked in order to see if it was stuck and activating on its own but no. Also wheels and brake was checked but no problems were found. No patient was present at the time of event.

Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and done visual inspection and general cleaning. When driving the imaging system after releasing the handle button and removing the hand from the handle, the system move abruptly on its own start bouncing/moving towards the wall with speed. Clutch was verified and the drive chain left was tightened. Dmc voltages were calibrated and the right motor drive remains with a slow movement after test the strain gauge. The dmc board, enclosure power conversion and power tray were replaced. Complete system checkout. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ids: bi71000860; bi71000861, bi71000953. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "system was malfunction while driving/moving it." Power conversion enclosure failed bench testing. Transistors were failed, the transistors were shorted. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000176, serial/lot (B)(6), MDR codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the power tray was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Verified both fuses in the power tray tested good. Installed power tray into test imaging system. The system powered on, booted and readied several times successfully. The system functioned as expected. Multiple 2d and 3d imaging were taken and successful. No functional problem found while under test. B01, c19, d14 codes are applicable. The power tray was returned: 2025-mar-25. H3, h6: the digital motion control was returned to the manufacturer for analysis. Analysis found that installed pcba digital motion control in imaging system. The system initialized. Motion, generator, communication and charging readied. Test point tp8 and tp23, and tp10 and tp23 measured 2.30vdc and 2.30vdc which are below minimum expected drive motion voltage. Voltage drifted. The system failed to drive smoothly. B01, c02, d02 codes are applicable. The digital motion control was returned: 2025-jun-18 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000195, serial/lot #: (B)(6), product ID: bi71000953, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.